Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not open. User rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer number six was failed. A field service engineer found that the latch sensor had shifted slightly, causing misalignment with the latch magnet and the sensor, realigned the sensor to properly align with the magnet. The storage space was then recovered successfully and was tested by customer, who confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.